Event description:
This is filed to report the clip becoming caught in the anterior commissure. It was reported that a mitraclip procedure was performed to treat degenerative tricuspid regurgitation (tr) grade 4. The clip became caught on the anterior commissure due to poor imaging and could not be removed. The clip was inverted and grippers were cycled, however, the clip was unable to be freed. So it was deployed. No additional clip were implanted and the procedure was aborted. The procedure was completed with the tr unchanged at grade 4. There was no additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported image resolution poor was associated with imaging difficulty. The cause of the reported mitral valve insufficiency/ regurgitation (unchanged mr) was due to the undesired commissural deployment. The cause of the reported entrapment of device associated with the clip becoming caught on the commissure appears to be due to the off-label use of a mitraclip to attempt treatment of tricuspid regurgitation. The reported off-label use (indication for use) was associated with the use of a mitraclip on the tricuspid valve. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.